Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "abc" keypad option on the transmitter ID screen was missing. Customer's blood glucose was 260-270 mg/dl. Reportedly, issue had resolved prior to troubleshooting with tandem technical support.